Event description:
Report received of an over-delivery due to user error in programming. The pump was programmed in the pca only mode to deliver dilaudid with a concentration of 0.3mg/ml, instead of the intended concentration of 1mg/ml, a 0.3mg pca dose, a 10-minute patient lockout, and an 8mg 4-hour dose limit. The pca was initiated at 100am, and at 500am, the rn noted that the display indicated that 1.5 mg had been delivered, but 7mg were missing from the vial. At that time, the pt was found unresponsive, and was treated with two doses of narcan. The dosage was unspecified. The pt reportedly responded briefly to each dose, and was transferred to the ICU, and "may have been put on a narcan drip". The pt is reportedly "doing fine, their back pain is gone, and he is awake and alert." The pt is reportedly recovering with no adverse sequelae.